Event description:
It was reported that prior to the start of a da vinci-assisted low anterior resection surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) to state they are having issues with the connector of the neutral pad on the erbe generator which prevented use of monopolar energy. The tse checked logs and did not find a related error code, and the customer stated they had tried multiple neutral cables (including a new cable) that worked on another system. The customer installed a third-party generator. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.